Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the bipolar insert was missing from the plug riser. Pins and conductor wires were sticking out of the plug riser. Electrical continuity test passed. This complaint case is non reportable related to the bipolar insert missing from the plug riser as this instrument and finding will be tracked as part of the field action number (B)(4). Additional damages found were deep scratches and a cracked main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The main tube also exhibited small hairline cracks on the proximal end. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported the isolation of the bipolar bottom was completely unbound on a precise bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.